Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a tear in the package was found. The complaint was confirmed. The root cause of this complaint is rough handling of the package. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that the package was partially torn. This was identified during their initial inspection of received product. The device was not sent to a user facility.